Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laminoplasty procedure, the tip of the device that was with heat touched the patient's skin after use and caused a burn.